Event description:
Customer reported that the insulin pump alarmed low reservoir and she is unable to clear it with the act and esc buttons. Customer inserted a new battery and received a failed battery test. She changed the battery again and got another low reservoir alarm and was able to clear. Customer did not have a back up plan; she was advised to go the emergency room for assistance and was recommended not to used the insulin pump. Blood glucose value was 170 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.